Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported the customer received a "connected to computer" error message with the adc freestyle libre reader, although the reader was disconnected. The customer was subsequently unable to monitor blood glucose, and experienced seizure and loss of consciousness. The customer received unspecified treatment from a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.